Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files from 2024-04-14 were analyzed. A space line was selected and the drug short name "blood" was selected. The infusion started with a rate of 100ml/h and a volume of 300ml about 3 hours. During the infusion, the pressure alarm occurred, 4 times. The rate was two times change and 2 hours and 44 minutes the infusion was stopped and the line was extracted. At this time, 287,80ml was infused. The reason for the pressure alarm could not be clarified. No other abnormalities were found in the device history. 3. Judgment: 3.1 the complaint could not be confirmed.

Event description:
According to the customer it was reported that there have been four (4) occurrences of pumps under infusing. No patient complications were reported as a result of this event.